Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarms occurred. Customer's blood glucose was over 600 mg/dl, with high ketones. Customer required assistance from spouse to administer insulin by manual injection and was taken to the emergency room and subsequently admitted to the hospital¿s intensive care unit. Customer was treated intravenously with fluids of saline and insulin. Reportedly, the customer experienced several falls and obtained bruises. Customer had not been released from hospital at time of reporting, tandem technical support will follow up to obtain discharge details.